Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Two (2) products were returned from the customer for evaluation. The reported event was confirmed. The product sample was sent to the supplier for evaluation. Supplier investigation root cause for occurrence: only based on complained photo, the factory suspected the bubble may be caused by injecting machine during injecting process. There was little air mixed with the melted resin material occasionally. There is no effective automatic inspection online for the defects and the manual inspection was careless. The factory fully inspected 3 batches of products after improvement and confirmed the improvement actions were effective and all previous complained defects could be detected and scrapped before shipment. The root cause of the reported issue was due to a component failure during manufacturing. Action taken: the factory added online inspectors at the end of package line to do 100 percentage inspections about all appearance defects including the complained ones and scrap any defective product manually. D4 and g5 were unknown.

Event description:
It was reported that air bubbles were found in the needle hub. No patient injury was reported.